Manufacturer narrative:
The instrument was returned and evaluated. Complaint frayed cable is confirmed. Instrument was found with frayed pitch cable at distal idler. No damage found on pulley and clevis. Additional finding: scratches on maintube. Distal end of main tube has various scratch marks with light material removal. Scratches are short in length and not aligned with the tube axis, suggesting the may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, during set up, the surgical staff reported seeing frayed cables at the distal end of the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.